Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test and self test. Download was not completed due to multiple displayable history crc check failed on startup alarms noted in the alarm history screen. Alarms are due to corrupted history files. The device functioned properly during prime, the excessive no delivery, and displacement tests. No excessive no delivery or check setting alarms noted during testing. The device had minor display window and cracked reservoir tube lip.

Event description:
It was reported initially about the (B)(4) issues. Checked alarm history and found the insulin pump alarmed no delivery, low reservoir and check settings. Advised the customer the insulin pump would be replaced. No further information provided.